Manufacturer narrative:
Findings: motor error alarm during rewind due to motor encoder signal out of phase. Pump passed the stop current and run current tests. Unable to perform the self test, off no power test, unexpected alarm error test, displacement test, prime test, occlusion test and no delivery test due to motor error alarm. Unable to confirm motor position encoder error alarm due to erased history file. Pump had cracked case at display window corner, battery tube threads, reservoir tube lip, stained keypad overlay, end cap sticker, address serial number label, minor scratched and cracked display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump alarmed motor error during the fill cannula process. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields. Customer reported to have received a motor position encoder error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.